Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) due to the device withholding therapy because it inappropriately detected supra ventricular tachycardia (svt) instead of vt. It was also reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.